Event description:
Additional information: the user reported that bleeding occurred after taking a biopsy in the ascending colon. Reportedly, the radial jaw 4 biopsy forceps device was not inspected/tested prior to use. Additionally, the resolution clip detached from the mucosa in a closed state and was left to pass naturally.

Manufacturer narrative:
The patient ID, age, and weight are unknown. The patient was reported to be over 18 years of age. Concomitant medical product: olympus clip. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy device was used during a biopsy procedure performed on (B)(6), 2011. According to the complainant, during the procedure a superficial tear of the mucosa was noted after one biopsy was taken from the ascending colon. When the biopsies were completed, a resolution clip was used to try an close the superficial tear, however, the clip slipped off the mucosa. The biopsy procedure was completed with this radial jaw 4 biopsy device and a different device was used to close the mucosa. The patient had an uncomplicated recovery and was routinely discharged. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable .